Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x20mm promus premier drug-eluting stent was selected for use; however, the stent could not cross the lesion an came off of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.